Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulo plasty (bav) was performed. Following the bav, left bundle branch block (lbbb) was observed. During deployment of the valve, at the point of no recapture (ponr), complete heart block (chb) was observed at depths of 0-1 millimeter (mm) on the non-coronary cusp (ncc). A recurrence of lbbb and chb occurred between implant of the valve and while leaving the operating room, so the temporary pacing wire was left inside the patient and patient went to the intensive care unit (ICU). It was noted that the patient's septum was 1.0 millimeter's (mm) which made the patient high risk for conduction issues. 2 days following the implant of the valve, the patient was followed up with and the lbbb and chb remained. No further treatment was provided. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was implanted four days after the valve implant.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012158711); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012166190); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulo plasty (bav) was performed. Following the bav, left bundle branch block (lbbb) was observed. During deployment of the valve, at the point of no recapture (ponr), complete heart block (chb) was observed at depths of 0-1 millimeter (mm) on the non-coronary cusp (ncc). A recurrence of lbbb and chb occurred between implant of the valve and while leaving the operating room, so the temporary pacing wire was left inside the patient and patient went to the intensive care unit (ICU). It was noted that the patient's septum was 1.0 millimeter's (mm) which made the patient high risk for conduction issues. 2 days following the implant of the valve, the patient was followed up with and the lbbb and chb remained. No further treatment was provided. No additional adverse patient effects were reported.